Event description:
Bayer case number: (B)(4) haemorrhagic periods [bleeding menstrual heavy] , severe cognitive problems [cognitive disturbance] , memory loss [memory loss] , difficulty concentrating [concentration impairment] , difficulty memorising [memory impaired] , hypothyroidism with nodules [hypothyroidic goitre] , heavy metals in my body [heavy metal poisoning] , I have fibromas [uterine fibroma] , anxious [anxious mood] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2022 she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced cognitive disorder ("severe cognitive problems"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty memorising"), hypothyroidic goitre ("hypothyroidism with nodules"), metal poisoning ("heavy metals in my body") and anxiety ("anxious") and was found to have uterine leiomyoma ("I have fibromas"). The patient was treated with mirena (levonorgestrel). Essure treatment was not changed. At the time of the report, the outcomes for heavy menstrual bleeding, cognitive disorder, amnesia, disturbance in attention, memory impairment, hypothyroidic goitre, metal poisoning and uterine leiomyoma were unknown. The reporter considered amnesia, cognitive disorder, disturbance in attention, heavy menstrual bleeding, hypothyroidic goitre, memory impairment, metal poisoning and uterine leiomyoma to be related to essure administration. No causality assessment was received for essure with regard to anxiety. The reporter commented: I have had essure inserts since 2013. At the beginning of (B)(6) 2023, I stumbled across by chance a facebook post concerning a health alert for essure inserts posted by the association. I have the same symptoms as many other women (severe cognitive problems, memory loss, difficulty concentrating or memorizing. Information that I¿ve just read or heard. I¿m unable to reconstitute what I¿ve just been told, unless I concentrate enormously. I find it difficult to put a date on or remember past events. I plan to consult a neurologist once summer is over, in september, because these disorders are getting worse and worry me a lot. I have hypothyroidism with nodules. I must have a new thyroid computed tomography (CT) scan on (B)(6) 2025. Hemorrhagic periods occurred around 2022: insertion of mirena in 2023 to stop hemorrhagic (+++) periods (forced to wear 3 protections simultaneously) I also just had a pelvic ultrasound on (B)(6) 2025: the inserts are still in place and appear to be whole. But I know today that the corrosion of the inserts cannot be seen with the naked eye. I saw on a youtube video of doctor about the corrosion of inserts especially at the level of the weld. Consequences: heavy metals in my body, hence my health problems. I'm going to find out because I want to remove my uterus and tubes so I don't have this poison in my body anymore. Since the placement of the inserts in 2013, my gynecologist, has never spoken to me about them again¿ I have fibromas that were detected during a pelvic ultrasound. Related to the essure inserts? I would like to have them removed as quickly as possible because I¿m anxious. I will consult a lawyer to find out my rights. Please help me. I think that my gynecologist found out about the negative effects since the placement and did not alert me. I have read that the device has been discontinued since 2017 and I have not been informed. I will have them removed immediately. Please help me. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Computerised tomogram] (date unknown): not available [ultrasound pelvis] on (B)(6) 2025: he inserts are still in place and appear to be whole. But I know today that the corrosion of the inserts cannot be seen with the naked eye I have fibromas that were detected. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) haemorrhagic periods [bleeding menstrual heavy] severe cognitive problems [cognitive disturbance] memory loss [memory loss] difficulty concentrating [concentration impairment] difficulty memorising [memory impaired] hypothyroidism with nodules [hypothyroidic goitre] heavy metals in my body [heavy metal poisoning] I have fibromas [uterine fibroma] anxious [anxious mood]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-aug-2025. The most recent information was received on 02-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2022 she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced cognitive disorder ("severe cognitive problems"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty memorising"), hypothyroidic goitre ("hypothyroidism with nodules"), metal poisoning ("heavy metals in my body") and anxiety ("anxious") and was found to have uterine leiomyoma ("I have fibromas"). The patient was treated with mirena (levonorgestrel). Essure treatment was not changed. At the time of the report, the outcomes for heavy menstrual bleeding, cognitive disorder, amnesia, disturbance in attention, memory impairment, hypothyroidic goitre, metal poisoning and uterine leiomyoma were unknown. The reporter considered amnesia, cognitive disorder, disturbance in attention, heavy menstrual bleeding, hypothyroidic goitre, memory impairment, metal poisoning and uterine leiomyoma to be related to essure administration. No causality assessment was received for essure with regard to anxiety. The reporter commented: I have had essure inserts since 2013. At the beginning of july 2023, I stumbled across by chance a facebook post concerning a health alert for essure inserts posted by the association. I have the same symptoms as many other women (severe cognitive problems, memory loss, difficulty concentrating or memorizing information that I¿ve just read or heard. I¿m unable to reconstitute what I¿ve just been told, unless I concentrate enormously. I find it difficult to put a date on or remember past events. I plan to consult a neurologist once summer is over, in september, because these disorders are getting worse and worry me a lot. I have hypothyroidism with nodules. I must have a new thyroid computed tomography (CT) scan on (B)(6) 2025. Hemorrhagic periods occurred around 2022: insertion of mirena in 2023 to stop hemorrhagic (+++) periods (forced to wear 3 protections simultaneously) I also just had a pelvic ultrasound on (B)(6) 2025: the inserts are still in place and appear to be whole. But I know today that the corrosion of the inserts cannot be seen with the naked eye. I saw on a youtube video of doctor about the corrosion of inserts especially at the level of the weld. Consequences: heavy metals in my body, hence my health problems. I'm going to find out because I want to remove my uterus and tubes so I don't have this poison in my body anymore. Since the placement of the inserts in 2013, my gynecologist, has never spoken to me about them again¿ I have fibromas that were detected during a pelvic ultrasound. Related to the essure inserts? I would like to have them removed as quickly as possible because I¿m anxious. I will consult a lawyer to find out my rights. Please help me. I think that my gynecologist found out about the negative effects since the placement and did not alert me. I have read that the device has been discontinued since 2017 and I have not been informed. I will have them removed immediately. Please help me. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Computerised tomogram] (date unknown): not available [ultrasound pelvis] on (B)(6) 2025: he inserts are still in place and appear to be whole. But I know today that the corrosion of the inserts cannot be seen with the naked eye I have fibromas that were detected. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.